Event description:
Respiratory therapist was doing a circuit check on a MRI circuit and it failed the test, this is when she found the circuit had ripped. A 2nd circuit was obtained and passed leak check, but when connecting to the patient, she could feel a leak on the 2nd circuit. They immediately obtained another circuit and switched it out. The 3rd circuit she used was fine. No patient harm noted, no desaturation noted.